Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump; duration on loss of connection was unknown. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.